Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. The initial MDR with manufacturing report number (3003442380-2025-14420), was submitted on 03-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 03-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011504, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011504. The count of complaint is 3 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6011504 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 03-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states the patient experienced hyperglycemia while sleeping on (B)(6) 2025. The patient received assistance from a healthcare provider who administered intravenous insulin drip. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.